Manufacturer narrative:
Date received by manufacturer: should be 09/25/2017.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok" syringe with attached needle 18 g x 1 1/2 in appeared to have mold inside the sealed package. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
One box of sealed 3ml packages was received by bd canaan and confirmed to be from batch #6266512. One syringe was in a plastic bag and was observed to have black foreign matter inside the package. The package was sealed, the black foreign matter was observed on the exterior of the needle shield and a small amount on the plunger thumb rest. Where it came in contact with the inside of the package, the fm was smearing on to the package. The package was opened and a small amount of fm was swabbed using a clean piece of cotton swab to be evaluated under magnification. The foreign matter was identified as grease with metallic particles. This type of grease is present in the manufacturing equipment, such as the assembly machinery. Based on the sample evaluation bd canaan was able to confirm the customer's indicated failure. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.